Manufacturer narrative:
The MFR's service rep performed an on site investigation and was unable to duplicate the reported problem. The system was tested and operates as intended.

Event description:
The customer reported that the 7900 system's screen was blank. No pt injury was reported.